Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation found that the breakage may be due to dropped, or misused insert. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments." The device history record for the subject lot was reviewed and no abnormalities were noted.

Event description:
The user facility reported that during a dental cleaning procedure the tip of ultrasonic insert broke in patient's mouth. Clinician observed the tip in mouth but was unable to retrieve.